Event description:
It was reported that prior to the use of the product, while the customer was attempting to fill the cuff with air using the syringe to check for any air leaks, they felt resistance through the product while both inflating and deflating it. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in used condition within its original packaging. No defects were observed during visual inspection. No resistance or leaks were detected during testing of the cuff. Functional testing could not confirm complaint or reported product problem. Root cause cannot be determined since no defects were found on the sample returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).